Event description:
The customer reported that there was no image because the system failed to boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The customer was instructed on how to allow the system battery to recharge. Then the online engineer verified that the system was booting up and operating as intended.